Event description:
Related manufacturer reference number: 2017865-2022-48002. It was reported that post-implant, the right atrial (ra) lead had dislodged due to the patient¿s anatomy. Lead repositioning was attempted but was unsuccessful when the helix would not extend. The ra lead was explanted and replaced. Later, it was discovered via review x-ray that the replacement ra lead had also dislodged due to the patient¿s anatomy. The patient will be scheduled for a replacement later with a passive fixation lead. There were no adverse health consequences, the patient was stable.